Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "door jammed" alarm was confirmed through an event history log review. The cause was undetermined. If any additional info is received a f/u will be sent. The lower aux and machined door latch hook were replaced.

Event description:
During the eval of a returned spectrum infusion pump, 6 occurrences of "door jammed" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.